Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire became detached. The target lesion was located in the calcified and mildly tortuous obtuse marginal. Unspecified 1.5 and 2.0 balloons were advanced over the luge guide wire for predilatation. After deploying an unspecified stent in the lesion, it was noted that the tip of the luge guide wire had detached. An unsuccessful snaring attempt was made and the wire fragment remains in the patient. There were no additional patient complications reported and the patient's condition was reported as 'ok'.

Manufacturer narrative:
(B) (6). (B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).